Event description:
Additional information was received, from the patient. The patient reported, they had the device for 2 years. And think they broke it or twisted it, when they fell twice, harder on their head and on their buttocks area. It didn't always work, they didn't always feel it. Pt said, when they fell, they went to the hospital both times had radiology and the doctor removed it on (B)(6), and they're doing well. Patient asked, if they could get the explanted device. Reviewed information. Redirected to the doctor. Pt said, they would see their doctor in 2 months. And again on (B)(6) 2022. Pt also mentioned, february. However, pt was very difficult to follow.

Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: (B)(4), implanted: (B)(6) 2021, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: va2buxf, implanted: (B)(6) 2021, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, from the patient. They reported, that they went back to the doctor a month ago. And they determined, that the lead had come lose from the stimulator. Patient also stated, they are supposed to go back to the doctor in june to determine, next steps. And if they will remove the implanted system.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient (pt) said they are trying to get a new medication for oab and think they will start taking the medication called gemtesa, (the prescription has been called in for them) at the same time they are using their ins, but they have not seen their doctor since oct they will see them in june. Pt stated in the past their doctor told them a lot of people using ins and take another or several medications at the same time. Patient services (ps) offered assistance but pt declined stating they may call later on. Pt said their oab is getting worse, they have more issues. Pt said they have oab and have had utis for most of their life and think they have been misdiagnosed with utis for most of their life, sometimes they have uti's and mostly have oab and think their utis and oab are impacted by stress, anxiety and depression from tragedy in their life, they've gone all to pieces. Pt implied prior to their daughter passing, september 9th: they got lax, didn't take medications or drink enough water and on september 1st they fainted probably from stress, anxiety and depression. Pt said they, fell and hit their head, went by ambulance, were hospitalized overnight, had a CT, everything was ok, and were told they were dehydrated and diagnosed with a real bad uti but pt thought they were misdiagnosed, took cipro, it went away. Pt said when they got out of the hospital, they weren't taking any medications, doing pretty good, saw their ins doctor in october, told them about oab, leaking and staining (sometimes) because they wear pads and it was not an infection and the doctor said they could have urethra prolapse. Pt said the doctor upped the device, they went back on hormone cream to prevent uti's. They told their doctor, sometimes they have pain sometimes they don't. Their doctor said, nothing is 100 percent but ins should help when they raise and lower it. Only lower it, if you have pain, so that you can tolerate it and told them to come back in 6 months. Pt said, in the past they've increased stim and felt pain but lowered it back down and it felt better. Pt also said when they have seen their doctor in the past, the doctor has increased their setting and asked them if they could feel it but pt could not feel it. Ps reviewed ins stim sensation information. Pt said on december 13th they fell again, cracked their skull, had to have staples, went by ambulance, had a CT, everything was ok, they were in the hospital 2 days and nights, they were told they were dehydrated. Pt said that could have been because they were not drinking a lot of water. Pt may have said their oab got worse after december 13th, however, pt was very difficult to follow and understand. Pt said they have told their doctor about their fall on september 1st but not about their second fall, they could have seen their doctor on the 24th but were bedridden for a while. Pt said they have been dehydrated twice, so they have been trying to drink 4 - 8 oz bottles of water but with their oab they do not want to drink too much water or they would pee all day. Ps recommended pt inform their doctor about the 2nd fall. Pt said they are worried and wanted to tell manufacturer about the falls they have had. Redirected to their doctor. Pt said they have not been able to get into them, at the end of the call pt said they will call their doctor. The patient mentioned other medical history. They have had 5 surgeries for their bladder, they have osteoporosis, aches and pains. Pt said they even did a bone density scan because they have osteoporosis for falling and all that stuff (had osteoporosis for years).